Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a circuit board component failure. An additional issue of one rubber foot being missing and the other three not being the correct ones was identified during the device evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a therapeutic procedure, the high flow insufflation unit would keep stopping, the unit would sound an alarm intermittently, and all the led's lights would turn off. The intended procedure was completed with the same set of equipment without delay. There were no reports of patient harm associated with this event.